Event description:
During post-dilation of a previously-implanted stent in the right common iliac artery, the balloon ruptured at 5 atmospheres. The target vessel was heavily calcified, moderately tortuous, and 100% stenosed. A 9x4 opta pro pta balloon was used to successfully complete the procedure. There was no report of any adverse effects to the pt. As per the reporting affilate, no additonal pt or procedural details were available. The product is not available for evaluation and testing.